Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a critical pump error alarm. Her blood glucose was unknown. She stated that she got in the car and the pump started to alarm and that she couldn¿t get it to stop. She took the battery out but the pump continued to beep. During troubleshooting, the customer stated that she did fall. She reported that the display screen showed an open book icon. The customer was advised that insulin pump would need to be replaced. The pump will be returned for analysis.

Manufacturer narrative:
Findings: unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No critical pump error alarm noted. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked case behind the pump near the battery tube compartment and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.